Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 5/4 mm amplatzer duct occluder (ado) was implanted and upon deployment, it embolized into the pulmonary artery. The ado was able to be snared and successfully retrieved. Another larger 8/6 mm ado was then successfully implanted. Per report, the patient had a unusual duct that dilated and the ado was not defective. The patient was reported to be fine with no issues. Patient identifier, age, weight, and gender are not available.